Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose. The blood glucose reading at time of call was 165mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime and the insulin did exit. Instructed the customer to call back when the tubing clamp arrives to continue testing. The caller mentioned that the drive support cap was loose. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.